Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation.

Event description:
It was reported that the syringe pump modules stopped working due to communication error alarms while continuous infusions of epinephrine (0.032mg/ml concentration in a 50ml syringe, rate of 0.04mcg/kg/min=0.17ml/hr), dexmedetomidine (4mcg/ml concentration in 50ml syringe, rate of 0.3mcg/kg/hr=0.17ml/hr), and hydromorphone (0.04mg/ml concentration in a 50ml syringe, rate of 4mcg/kg/hr=0.22ml/hr) were infusing. The clinician was unable to resume, pause, or reprogram the pumps. There were backup pumps available for staff to quickly transition drips to new devices, and there was no impact or harm to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the syringe pump modules stopped working due to communication error alarms while continuous infusions of epinephrine (0.032mg/ml concentration in a 50ml syringe, rate of 0.04mcg/kg/min=0.17ml/hr), dexmedetomidine (4mcg/ml concentration in 50ml syringe, rate of 0.3mcg/kg/hr=0.17ml/hr), and hydromorphone (0.04mg/ml concentration in a 50ml syringe, rate of 4mcg/kg/hr=0.22ml/hr) were infusing. The clinician was unable to resume, pause, or reprogram the pumps. There were backup pumps available for staff to quickly transition drips to new devices, and there was no impact or harm to the patient.